Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during follow up high out of range pacing impedance measurement and out of range shock impedance measurements were noted on this device and right ventricular (rv) lead. A review of the device showed that the pacing thresholds and sensing were normal, although some noise episodes were classified as ventricular tachycardia and fibrillation and inappropriate anti tachycardia therapy was delivered. A possible connection or an rv lead fracture was suspected, although x-ray did not show a lead fracture. A revision took place and the device was explanted while the rv lead was tested with a pacing system analyzer (psa) which were initially in range but then out of range with noise seen. Reconnecting the lead to the device still showed out of range measurements on the pace and shock channels. The rv lead explanted, while the device remains implanted. No additional adverse patient effects were reported. A review of the data analysis by boston scientific technical services (ts) noted that the pacing impedance and shock impedances measurements were out of range and variable. A review of the episodes showed singles other than intrinsic depolarization or myopotential. The shock channel appears nearly flat. Ts noted that the return of the lead will determine the root cause of the clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination confirmed setscrew marks on the terminal pin and noted the helix was retracted. Additionally, there was bodily fluid in the helix housing. Detailed analysis confirmed that the distal high voltage cable was fractured at the proximal side of the distal spring. Based on the location of the identified fracture as well as the information obtained from the device (i.e., intermittent/high impedance measurements since the implant) it appeared that the lead was likely bent over at the proximal end of the distal fitting. This may have occurred during insertion of the lead into a safesheath introducer. The cable of the lead likely fractured due to the force encountered at the proximal end of the distal stake.